Event description:
Caller reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller through the process. After the reset, the error did not appear again, and the caller was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.